Manufacturer narrative:
Investigation is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was removed from the patient's left eye due to a broken haptic noted upon insertion. The incision was enlarged to remove the iol but no sutures were required. Reportedly, capsular damage with a loss of vitreous occured during the surgery and a vitrectomy was performed. Another iol was not implanted due to corneal edema experienced by the patient. Patient's prognosis is yet to be determined.

Manufacturer narrative:
The injector system cartridge was not returned to b+l for evaluation. The device lot number was not provided, therefore a device history records (DHR) review could not be performed. Based on the current information the root cause of the event could not be conclusively determined.